Event description:
It was reported that the company representative pressed the off button and programmer would not turn off. The caller disconnected the power cord, but the issue was unresolved. The representative removed the battery and the power cord disconnected and the caller was able to power up the programmer after a few minutes. The programmer was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).